Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a closurefast catheter with an rfg3 during treatment of the patient¿s great saphenous vein (gsv). Tumescent infiltration was used. IFU was followed. A guidewire was not used for insertion of the catheter. Correct temperature was reached. It is reported that during treatment of the first segment the patient complained of pain. A 4cm burn is reported to have been noted on the right thigh in correspondence of hunter canal (adductor canal) at the end of the procedure. No other symptoms reported. The burn was being treated with cryotherapy and topic drugs.

Manufacturer narrative:
Additional information: once cycle of treatment was delivered with this catheter. A ¿catheter not accepted¿ message was displayed on the rfg during use. No damage was noted to the catheter coil on removal from the patient. The catheter was replaced with a second catheter to complete the procedure. No issues noted with second catheter used. The rfg has been used successfully without issue since this. The burn is reported to have resolved a few days post procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the catheter was returned for evaluation. No kinks were evident. Pins were observed to be in good condition. On the heating element two lateral compressions at 0.5, 1.5 cm were observed, the coil was not exposed. The catheter passed resistance and functional testing. If information is provided in the future, a supplemental report will be issued.